Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported foot retraction problem was not confirmed due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported foot retraction problem. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was achieved using a proglide device via a 6fr sheath, after a diagnostic procedure. Reportedly, the foot was difficult to retract; however, was able to be closed and the device removed from the patient anatomy. The sutures of the proglide device achieved hemostasis. No vessel damage occurred. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.